Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt at home complained of pain, sudden onset. Appears const liner was out of cup."